Event description:
Complainant alleged that during a routine shift check by a clinician, the device exploded when it came in contact with the defibrillator. The clinician indicated that the device was being charged from earlier use that day. When clinician removed it from the charger and attempted to insert it into the defibrillator. The clinician further was able to replace the damaged battery without any further incident. There was no pt involvement during the reported malfunction.